Event description:
It was reported the coil could not be detached during procedure. No patient injury reported.

Manufacturer narrative:
The device has been evaluated. The detachment end on the implant coil was found bent and this likely prevented the implant coil from detach. (B)(4).